Manufacturer narrative:
The lead remains in service. The field representative contacted the clinic and it was confirmed no additional dft testing had been performed at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) exhibited increasing shock impedance measurements. A review of a printed report showed the impedance in triad was within normal range at 49 ohms during this device follow up. As impedances in the svc coil to can and the rv coil to svc coil configurations were rising, the physician could consider reprogramming the configuration to rv coil to can and performing a defibrillation threshold (dft) test to ensure conversion. No adverse patient effects were reported.